Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that connections have become disconnected from the needleless connector end of the IV extension set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that extension tubing sets are disconnecting and leaking. The following information was provided by the initial reporter: material no: ext tubing batch no: unknown. It was reported connections have become disconnected from the needleless connector end of the IV extension set. Customer: it has been noted that that the i.v tubing with fluid is loose / disconnecting from the peripheral i.v extension , which has the microclave attached to it. It is not leaking or related to any pressure issues. It just seems to ¿ unwind ¿. We did not keep any of the affected lines. I do not have a confirmed number of how many times this was noted. This was reported by an rn , and an anesthesiologist, that they noticed the connections were loose. I personally also witnessed a patient post op where the line had become disconnected. The perioperative staff have been informed to ensure that the connections are securely hand tightened and to report any further issues. From our end , we need to identify if the microclave is not being securely attached to the i.v extension set prior to priming the line or if in fact it is a product issue.